Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the representative stated she just received a message from a physician assistant (pa) with the information, so the representative did not have too much information about the event. It was reported at a refill on (B)(6)2017, the actual residual volume (arv) was 26 ml, and the expected residual volume (erv) was 7.9 ml. The representative reported they saw a volume discrepancy in the past. In (B)(6) 2016, the arv was 10 ml, and the erv was 2.5 ml. The representative was not with the patient at the time of the call, so no troubleshooting could be performed during the call. The representative stated the hcp had reported the patient said, ¿it stopped working¿ in (B)(6) 2017. The representative stated she did not know additional information about the event. The representative stated she believed the pump was filled with baclofen since the patient was an intrathecal baclofen (itb) patient, but she couldn¿t confirm. The representative called back stating the hcp was thinking the volume discrepancy was due to the pump. The representative called back again on (B)(6)2017 to clarify the amount for a roller study. The representative mentioned the physician¿s concern that the issue might be related to the pump. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they were told by the emergency room (ER) that the tubing must be kinked; therefore, they suspected that fat globules were injected into the pump during one of the refills. They removed the pump for a new pump. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-24 from the hcp via the representative reported a rotor study was done, and they turned 60 degrees. The hcp wanted to wait 1 month and then check the reservoir. They did not do a dye study at that time.

Manufacturer narrative:
Correction: product problem was previously indicated and was changed to adverse event and product problem in this report regarding the previously reported serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-sep-28 revealed a non-significant anomaly regarding a crease having been observed on the internal pump tube near the outlet. Analysis noted that the pump was subjected to dispense accuracy testing and had passed. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a minimum dose rate of 12.9 mcg/day as of (B)(6) 2017. Update/correction: the previously applied device code was replaced. The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.